Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm and a keypad anomaly. The customer was unable to rewind the device. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 123 mg/dl. The customer declined to troubleshoot and to return the product back for analysis. The customer's product was replaced.